Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on 12/18/2016 that on (B)(6) 2016, the patient experienced a hypoglycemic event and seizure. Patient and patient's husband reported that the patient was asleep when the husband was awakened by the patient seizing. Patient's continuous glucose monitor (cgm) was reading 87 mg/dl. Patient's husband treated the patient with a glucose tablet and took a finger stick (fs) reading and patient's blood glucose (bg) was 46 mg/dl. Patient's husband gave patient 3 or 3.5 more glucose tablets and held patient until she stopped seizing. After about 30 minutes, patient's husband gave patient a glucagon shot and called 911. Patient's condition improved by the time paramedics arrived. Paramedics took a fs reading which was at 63 mg/dl. Paramedics administered oxygen to the patient. Paramedics remained on site for approximately 45 minutes until the patient was stabilized. Patient's husband gave the patient a half peanut butter sandwich and a glass of milk. Patient's husband alleged that at time of event, they did not received an alert on the cgm. At the time of contact, patient is good. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.